Event description:
It was reported a clinical study patient had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. One year and forty-four days post procedure, (B)(6) 2013, the patient presented with "prostate tissue regrowth". A revision was performed on (B)(6) 2013; treatment type: turp. No further information was available.